Event description:
The customer reported that while the unit was in use on a patient, the unit displayed inverted lead selections; the customer was unable to obtain the correct ECG waveform. No alarms were activated. No patient injury was reported.